Event description:
A critically ill patient in the ICU undergoing continuous renal replacement therapy (crrt) had a blood loss from an external blood leak on the filter set. The nurse observed a crack or separation of the tubing below the deaeration chamber of the filter with blood leaking. Treatment was stopped and another filter set was primed and treatment resumed. The patient was transfused with packed red blood cells and cryoprecipitate.

Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved connection were provided; it appears there is a crack at the bottom of bubble trap. However , there was no leakage reported during the priming of the product and during the 14 hours of treatment before the event. The review of the prismaflex m100 set device history record for lot number 13j1103g shows that no manufacturing anomaly was recorded regarding this lot number. The complaint history files confirm no other complaint reported regarding this lot number. No prismaflex control unit malfunction was suspected by the customer and the prismaflex control unit has been in use operating as intended. The root cause of the reported event remains unknown and we have no indication of a general failure on this lot number. Gambro does not regard the submittal of this report as an admission of causation or liability.